Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis eus ultrasound bronchofibervideoscope did not show an endoscopic image when the system was started. The issue occurred when preparing the scope for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and an image was shown during the incoming inspection. Evaluation found the scope connector could not be connected securely due to corrosion of the plug unit, the plug unit had corrosion due to water leakage, the cable unit had corrosion due to water leakage, the cover of the charged coupled device (ccd) cable was peeled, the image guide bundle had a stain, the bending section cover adhesive was chipped, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.